Event description:
On (B)(6) 2015, it was reported that the keypad buttons were unresponsive, with tactile changes. It was reported that the okay button was under responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: investigators were unable to confirm or duplicate the original complaint; investigation revealed an intact keypad and fully responsive keypad buttons. Upon removal of the keypad, no contamination was found under contacts. The pump was opened and the keypad flex was found to be fully seated in the connector. No evidence of moisture was found internally. Unrelated to the original complaint, the battery compartment was cracked. In addition, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.